Event description:
Patient reported a right side "rupture, leaking so bad, stuff leaking out, lumps". Also reported "extremely exhausted, so weak can't do anything and fatigued" which is not related to the device. Device remains implanted.

Manufacturer narrative:
The event of fluid discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid discharge.